Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced hypoglycemia to 64 mg/dl while using the ilet bionic pancreas and did not perceive low-glucose alerts, after announcing a meal during an existing low that followed an earlier overcorrection for postprandial hyperglycemia; the user had been on the pump for two days and received real-time coaching on alert settings and use of bionic circle. Symptoms included low blood glucose. Outcomes included correction of the hypoglycemia with oral carbohydrates and completion of troubleshooting and education. Investigation included guided verification of alert configuration and functional alarm testing. Investigation of this case revealed that device alarms were operating, and the event was linked to user factors including timing of meal announcements during a low and difficulty hearing alerts. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.